Event description:
It was reported that this right atrial (ra) lead was explanted to get access. No new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.